Event description:
Trends from (B)(6)2022 show fluctuation of about 0.5 vin rv daily capture management values resulting in variation of programmed output. (B)(6)2022, rv output was 4.0v@0.4 ms, today rv is 4.25v@0.4ms 705054360 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).